Event description:
A malfunction alarm with code malf 16 was reported, and it was determined that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was informed that the pump needed to be replaced and was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Tandem technical support confirmed the shipping address, advised the customer to allow the battery to deplete before transport, and instructed returning the malfunctioning pump with a pre-paid label within 10 days.